Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with expired strips - unable to test. Most likely underlying root cause: mlc-12 product expired test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2019, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 124, 156, 144 and 218 mg/dl. There were no back-to-back tests in the memory results. During the call on (B)(6) 2019, a back-to-back blood test was performed by the customer fasting and produced test results of 133 mg/dl and 182 mg/dl using truemetrix meter. Customer had opened a new test strip vial, lot: mv2725, to perform the back-to-back blood test. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. Customer stated that she sometimes combines test strips vials. The test strip lot manufacturer's expiration date is 12/28/2018, (expired at time of call) and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6).